Event description:
It is reported that the pt was revised due to pain. It is also reported that the pt reported that she was allergic to nickel after total knee surgery.

Manufacturer narrative:
Eval summary: no devices, photos, surgical notes or x-rays were received. Zimmer makes info available in the public domain related to the composition of zimmer metal implants. The available info does not indicate a product failure. The complaint may be revised upon return of operative reports, x-rays and/or product or further info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.